Event description:
It was reported that the device was reading at a high volume.

Manufacturer narrative:
Other, other text: b5: additional information received 11 august 2021 (email): issue discovered 29 may 2021 during testing. No patient involvement. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with no apparent physical damages. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. No previous service history was found. Manufacturing DHR not relevant since fault was not confirmed.